Event description:
On (B)(6) 2012 the ssu at maquet ltd. (B)(6) and wear in the united kingdom reported that the device log for the bmu-40 serial number(sn):(B)(4) showed arterial board errors.

Manufacturer narrative:
(B)(4). Service report (B)(4) was generated for this repair. Per service report, on (B)(6) 2012 the error log from the device was evaluated and long term testing was performed on the unit. Reference: complaint (B)(4).